Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The caller indicated that the stimulator has not worked for 3 years. The patient claimed that they have not been able to get anyone to program the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms were reported. Additional information from the patient indicated that the device only worked partially for the first 6 months. They stated that a manufacturing representative (rep) would not meet with them to adjust the ins. They stated that the battery is now moving around.